Event description:
Customer reports, a pt experienced deep tissue wound dehiscence following neck surgery, fourteen days post-operatively. The surgeon noted that the dehiscence was a result of the suture breaking.